Manufacturer narrative:
Additional information provided in d.4., d.9., h.3., h.6. And h.11. Two opened probes were received, with tip protectors, in a pouch, for the report of probe. Sample 1: the sample was visually inspected and found to be nonconforming with the inner cutter in the port. The sample was then functionally tested for actuation and cut. The actuation and cut functionalities of the returned probe were unable to be tested due to the inner cutter remained in the port. The probe was disassembled and the components inspected. The degree of wear could not be determined as the inner cutter broke while trying to extract it from the needle, the remaining part of the inner cutter was observed to be bent and cracked. Sample 2: the sample was visually inspected and found to be nonconforming with the port covered with clear foreign material and orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut, and nonconforming for actuation. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported event of returned probe sample 1 due to the inner cutter remained in the port. Although, the reported event was unable to be confirmed, the observed bent/cracked inner cuter on returned probe sample 1 could be a potential contributor factor of the reported issue at the time reported event was observed. The complaint evaluation does not confirm the returned probe sample 2 had the issue, the evaluation indicates that returned probe sample 2 had an actuation failure. The cut functionality of the returned probe 2 was conforming; however, the observed actuation failure could have caused the returned probe sample 2 to not cut at the time the reported event was observed. A potential contributor factor for the actuation failure is the observed bent inner cutter observed on returned probe sample 2. How and when the inner cutters for returned sample 1 became bent/cracked and for returned sample 2 became bent cannot be determined; however, a manufacturing related root cause cannot be ruled out. A non-conformance investigation was been completed related to the bent inner cutter. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probes could not cut during vitrectomy surgery. The condition of aspiration was normal. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).